Manufacturer narrative:
On 22-jan-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and when trying to remove the dilator from the sheath only the hub which connects to the sheath was loose and detached from the remaining dilator. Damage was found on the shaft, on the proximal part. The part where one inserts the wire was dislocated from the long/thin part of the dilator. The physician was able to retrieve the remaining dilator with the use of a sterile forceps and was then able to continue working and finishing the procedure without any issues or need for the dilator. This issue took 2 minutes to resolve. The procedure was completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination and a dimension inspection were performed of the returned device were performed following j&j procedures. Visual analysis revealed that the dilator's hub was detached. Further analysis under microscopic magnification revealed assembly marks on the hub and the dilator that suggests that this component was properly assembled. A dimensional test was performed over the dilator assembly marks and the hub was placed at a properly length. Per the failures observed, a supplier manufacturer investigation was performed. It was concluded that the engagement area inside the hub was lower than usual insertion amount for "dilator shaft to dilator hub" operation. The hub also showed signals of not being fully formed. A device history record evaluation was performed for the finished device number 00003000, and no internal actions related to the reported condition were identified. The dilator issue reported by the customer was confirmed. The root cause of the failure is related to the manufacturing process. Manufacturing designees were aware the failure mode observed and retraining on the corresponding manufacturing operations was performed. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and when trying to remove the dilator from the sheath only the hub which connects to the sheath was loose and detached from the remaining dilator. Damage was found on the shaft, on the proximal part. The part where one inserts the wire was dislocated from the long/thin part of the dilator. The physician was able to retrieve the remaining dilator with the use of a sterile forceps and was then able to continue working and finishing the procedure without any issues or need for the dilator. This issue took 2 minutes to resolve. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-nov-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).